Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to the lcd color display cable that was not properly seated to the connector on the backlight driver. The cable was reseated to correct the reported problem. The device was recertified and returned to the customer. It could not be firmly established what caused the mis-alignment. Analysis for reports of this type has not identified an increase in trend.